Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the venclose evsrf catheter that are cleared in the us. The pro code and 510 k number for the venclose evsrf catheter are identified in d2 and g4. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one sealed vcrf 100cm catheter was received for evaluation. Catheter was sealed and therefore was not decontaminated. During the visual evaluation, package was unsealed for further inspection. Slight evidence of seal transfer was noted on the top corner of the top portion of the product package. Unknown black fragments were slightly visible throughout the inner product package. An attempt to move the unknown black fragments was performed and the fragments moved away from their location indicating loose fragments. Upon removing the product tray from within the package, a hair was noted in the center portion of the package. In back portion of product tray, small yellow spot was noted. No further observation was performed on complaint sample. Therefore, the investigation is determined to be confirmed for contamination. The root cause for the reported device contamination issue is unknown; however, it is considered as manufacturing related. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (medical device expiration date), g3, h6 (device, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient prepped for a radio frequency ablation procedure using the venclose catheter. It was reported that the prior to the procedure, small fragments were observed inside the plastic inner packaging when opening the catheter outer box and inspecting the inner layer. There was no patient contact.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the venclose evsrf catheter that are cleared in the us. The pro code and 510 k number for the venclose evsrf catheter are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a radio frequency ablation procedure using the venclose catheter. It was reported that the prior to the procedure, small fragments were observed inside the plastic inner packaging when opening the catheter outer box and inspecting the inner layer. There was no patient contact.